Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An ophthalmic assistant reported capsule bag rupture on more than one treatment. Reporter indicated they are requesting service to inspect the laser. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. During the onsite visit the field service engineer (fse) found and replaced a nonconforming oscillator. The system was then tested and it met specifications. The oscillator was returned to the manufacturer, tested and confirmed as nonconforming. The oscillator works with the laser engine to ensure the system is receiving the energy needed to perform the procedure. The oscillator does not affect the placement of the optical coherence tomography (oct) image, or where the laser fires. Therefore, a nonconforming oscillator would not have contributed to the posterior capsule tear. The root cause of the reported event cannot be determined conclusively. Potential contributing factors include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.